Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the filing of a lawsuit that allegedly on (B)(6) 2015 the patient suffered and was diagnosed with an intraprosthetic dissociation and like catastrophic trunnion failure of the tmzf right hip. It is alleged that during the revision surgery the surgeon observed "the presence of a large black pseudotumor and large amount of black metal debris within the pseudotumor; presence of severe wear at the taper junction between the accolade stem and lfit v40 cocr femoral head". It is further alleged "subsequent to the revision surgery for the intraprosthetic dissociation, the patient underwent extensive rehabilitation of the revised hip and developed a post-operative infection resulting in a 2 stage infection surgery with placement of an antibiotic spacer".